Event description:
Event description guidant received information that, using floroscopy during a pacemaker replacement, the physician found that both of these leads were cut near the pocket. Testing with the pacing system analyzer was unsuccessful.